Event description:
The customer reported that the fiber was noticed to have commenced forward firing at 201,827 joules during a prostate procedure. The procedure was completed with a second fiber. No pt or end user injury as reported. The pt outcome was reported as "okay."

Manufacturer narrative:
(B)(4).